Event description:
It was stated that there was liquid leakage from inside of three cases of the nr-fit syringe pusher. The reported malfunction indicates loss of drug or blood at connections, filters, tubing that potentially exposes the patient or clinician and could lead to infection. The event occurred during the patient use and there was no adverse event.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that there was liquid leakage from inside of three cases of the nr-fit syringe pusher. Upon inspecting the syringe's appearance, no damage, deformation, or crushing of the outer barrel was found and also checked the seal between the gasket and the outer barrel by moving the plunger, confirming normal seal within the 0ml to 7ml range. For functional testing no water leakage was observed, and no significant differences were found. The reported event was not confirmed. The cause of the incident was not identified as the event could not be reproduced.